Event description:
It was reported that during a knee procedure using graft bar drill, the drill was allegedly not operating properly. The surgeon opted to use a competitive device instead. There were no significant delays or patient complications reported as a result of this event.